Event description:
The customer reported a pt presented with (B) (6) endophthalmitis following phacoemulsification. The pt's right eye was enucleated. Add'l follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B) (4) when add'l reportable info becomes available. (B) (4)